Event description:
Primary tkr on (B)(6) 2012. Became infected, all components removed approximately 4 months ago according to surgeon (no rep attended, as not informed of procedure). Antibiotic spacer insitu during these last 4 months. Revision prosthesis implanted on (B)(6) 2013 (B)(6). Pathology specimens taken. Patient initials, age, dob, gender, height and weight are provided. Xray photos are available. (B)(6) 2014 reopened at request of (B)(6) to amend data in complaint description.

Manufacturer narrative:
Examination of the reported devices was not possible as they were not returned. A search of the complaints databases finds no other reports against the provided product/lot code combinations. Review of device history records finds no related manufacturing deviations or anomalies that would have contributed to the reported event. Review of provided patient x-rays cannot determine any product contribution to the patient's reported infection. The patient was primarily implanted in (B)(6) 2012, revised for infection in (B)(6) 2013, and reimplanted on (B)(6) 2013. The patient is a reported (B)(6) male with a calculated bmi of (B)(6). The patient is considered obese. It is stated in the warnings and precautions that excessive patient weight tend to adversely affect knee replacement implants. The investigation can draw no conclusions with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.